Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Evaluation by the product development engineer showed that no fault was found with this dilator. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that while performing posterior cervical discectomy via mast technique, with patient in seated position, the dilator cut through the lamina and the spinal cord. The patient has sensorimotor deficit from the chest down, but has some use of his arms and hands.